Event description:
Pt was revised to address disassociation. The connection of the prod disassociated, causing dislocation.

Manufacturer narrative:
Examination of the returned prods confirmed the complaint. The cause is attributed to design. Previous investigations found the ulnar bearing component to have a minimal chamfer that may lead to premature polyethylene wear at certain contact points. The premature wear causes the polyethylene to fail, which may lead to the potential for locking pin to disassociate from the elbow assembly. A voluntary recall for the ulnar bearing components was initiated in 2005. In addition, a business decision was made to no longer market the elbow. A voluntary market withdrawal was also initiated for the other prod codes of the acclaim elbow assembly.